Manufacturer narrative:
(B)(4). That was a same error which we have experienced and analyzed in the past. This error caused by the timing at which the sharpness adjustment is processed when exposures are taken and the timing at which the exposed images are stored. The problem has been corrected in a subsequent software upgrade ((B)(4)).

Event description:
The customer reported that they have missing images. After the first exam failure, the customer continued using the systems. The system was rebooted and started working afterwards. They lost a total of six pt exams, each with several images. It is possible that the image was retaken, resulting in additional radiation exposure.